Manufacturer narrative:
Philips service replaced the pc power supply, single board computer, and pfs272 powertray fru. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system spontaneously shut down during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.